Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Correction b1: adverse event and/or product problem was corrected from product problem to adverse event and product problem. Correction b2: the outcome attributed to adverse event was corrected to include other. Correction b3: date of event was corrected from (B)(6) 2019 to (B)(6) 2019. Correction b5: the event description was corrected to capture patient signs/symptoms related to the reported event and the ventricular assist device (vad) as an associated product. Correction h1: type of reportable event was corrected from malfunction to serious injury. Correction h6: patient ime code was corrected from c76143 to e060109 and e0139. Correction h6: patient imf code was updated to include f12 and f08. Correction h10: the vad was added as an additional product associated with the reported event. Product event summary: one (1) controller ((B)(6)), two (2) batteries ((B)(6)) and one (1) pump ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving (B)(6) . As a result, the reported power switching event was confirmed. A power source lubrication procedure was performed on the associated devices in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. Log file analysis also revealed a controller power up event on (B)(6) 2019, at 02:58:59. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 72% rsoc. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. As a result, the reported loss of power event was confirmed. Additionally, log file analysis revealed a decrease in power consumption and estimated flows starting (B)(6) 2019 and ten (10) low flow alarms logged since (B)(6) 2019. As a result, the reported low flow event was confirmed. No suction events were recorded within the analyzed period; therefore, the suction event was not returned. The reported "no alarms associated with the pump stoppage" event could not be confirmed since the controller was not returned. Information provided by the site indicated that the patient experienced ventricular tachycardia (vt) associated with seizure-like activity. Per the instructions for use, ventricular tachycardia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿no power¿ alarm not sounding may be attributed, but not limited to, a faulty speaker and/or a faulty internal battery. While the product was not available for physical analysis, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4:serial #: (B)(6) h6: patient ime code(s): e060109, e0139 h6: imf code(s): f12, f08 d4:serial #: (B)(6), h6: patient ime code(s): e060109, e0139 h6: imf code(s): f12, f08 d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-may-2020 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: yes h4: mfg date: 31-may-2018 h5: yes h6: patient ime code(s): e060109, e0139 h6: imf code(s): f12, f08 h6: img code(s): g04105 h6: FDA device code(s): a1412, a141302 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flows and suction which were determined to be caused by ventricular tachycardia (vt) associated with seizure-like activity. Of note, the vt was due to the patient's condition and not related to the vad.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2016; 694765 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. Additional products: heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019. Serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 26-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019. Serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced an unexpected loss of power and power switching. There were no alarms associated with the pump stoppage. It was also noted that the batteries exhibited power switching. The controller and batteries were taken out of service. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller and batteries were still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller and two (2) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving a battery. As a result, the reported power switching event was confirmed. Log file analysis also revealed a controller power up event on (B)(6) 2019, at 02:58:59. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 97% relative state of charge (rsoc) and another battery was connected to power port two (2) with 72% rsoc. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and a second battery was connected to power port two (2). The controller was without power for 15 seconds. As a result, the reported loss of power event was confirmed. The reported "no alarms asso ciated with the pump stoppage" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿no power¿ alarm not sounding may be attributed, but not limited to, a faulty speaker and/or a faulty internal battery. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.